Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not cycling. Event occurred during set-up. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted the timing valve to be damaged. It was determined that the timing valve was the most probable cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.